Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to performance concerns, despite the device testing within normal limits. The recipient was reimplanted with another cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient. The explanted device is requested to return to the company for analysis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.